Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that she was unable to test her blood glucose for 10 days because of a battery indicator on her one touch ultra meter. The patient tests her blood glucose 2-3 times a day. Her normal blood glucose levels are around 70-90 mg/dl in the morning and over 100 mg/dl in the afternoon. She takes novopen 70/30 insulin on a sliding-scale. The patient takes 40-45 units of the insulin if her blood glucose is over 200 mg/dl. The patient stated that she had been unable to test with the meter for about 10 days. On an unspecified day during that time, the patient decided to self-administer a dose of the novopen 70/30 insulin. She was asymptomatic at the time. The patient also could not remember exactly what time she took the dose in the afternoon or how much she took. The patient remembered eating a snack after taking the insulin. About 4 hours later, the patient began to feel shaky and nervous. The patient eventually "passed out." Her husband called the paramedics who arrived and tested her blood glucose on an unidentified device. The paramedics obtained a result of about "22 mg/dl." The patient was treated with an IV (unknown contents). Before the paramedics left that evening, they advised the patient to eat dinner, so her blood glucose level would not go back down. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reported she was unable to test her blood glucose for 10 days, took a dose of sliding-scale insulin, passed out, and received medical treatment for hypoglycemia.